Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, rupture, and seroma-late.

Event description:
Physician reported "uncomfortable feeling", left breast seroma." And "damage to the integrity of the mammary gland implant on the left." Ultrasound performed. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6a, g1.

Event description:
Physician reported "uncomfortable feeling", left breast seroma." And "damage to the integrity of the mammary gland implant on the left." Ultrasound performed. Device has been explanted.